Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during fill while the patient was connected. The registered nurse (rn) stated that there were air bubbles in the heater line and the final line. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative (tsr) assisted the rn to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.